Event description:
It was reported that the arctic sun device was not capable to reach the desired temperature, error message 113 (reduced water temperature control). Per observation in the work order received via task # (B)(4) on (B)(6) 2024, it was reported that dirt on the vent.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-02881.

Event description:
It was reported that the arctic sun device was not capable to reach the desired temperature, error message 113 (reduced water temperature control). Per observation in the work order received on 16aug2024, it was reported that dirt on the vent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.